Event description:
On (B)(6) 2007, implanted with transvaginal mesh for pelvic organ prolapse and stress urinary incontinence. Mesh eroded into tissue, scarring, pain with movement or change of position, and dyspareunia all are due to the mesh, which cannot all be removed, and will have to live with pain. Pre op diagnosis: fibroids, dub, menorrhagia. Post op diagnosis: fibroids, dub, menorrhagia.